Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically an ECG fall-off test. The cause for the test failure and the non-functional ECG electrodes was isolated to a broken brown (lead 1-) wire in the distribution node (dn). Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt sn (B)(4) had non-functional ECG electrodes.